Event description:
It was reported the pt is no longer receiving stimulation. It was also reported the programmer can no longer communicate with the ipg. A new programmer was sent to the pt to help resolve the issue. Attempt to gather add'l info was unsuccessful. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.